Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported the patient had mentioned having a fever lately and taking over-the-counter medication to keep it in check. The patient had also mentioned not having much time to make it to the bathroom, but doesn't know if it's due to being elderly and not easily being mobile. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported the patient felt warm and pain where the lead was placed. It was noted the patient had a fever. Additional information from the patient on (B)(6) reported she really didn¿t feel stimulation. The patient was not able to increase stimulation as she did not understand how to do it and she was vision impaired and her son was not there to help. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported they were having discomfort when sitting down from the stimulation being too high. It was noted a possibly contributing factor to the discomfort was a possibly stimulation setting too on the controller. The patient lower stimulation to 2.6 until she was comfortable. Additional information from the patient¿s son on (B)(6) reported the patient¿s hip was sore from sleeping on one side since the evaluation. Additional information from the patient on (B)(6) reported their hip was still hurting from sleeping on her side. There were no further complications that have been reported as a result of this event.